Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned and the first band would not deploy. Another attempt was made to turned the handle but the second and third bands also failed to deploy. Reportedly, the remaining four bands deployed simultaneously and ligated the lesion. The procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.